Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. As a result, a 41j commanded shock was performed. No additional adverse patient effects were reported. At this time, this lead remains in service.